Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage/port leak and/or damage: observed, opening on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation, "completely deflated", and "leaking valve". Device has been explanted.

Event description:
Healthcare professional reported, a right side deflation, "completely deflated", and "leaking valve". Device has been explanted.

Manufacturer narrative:
Health effect: f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "completely deflated" and "leaking valve".